Manufacturer narrative:
H3: analysis of the product ID: 97755-s, serial# (B)(6), revealed no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jul-18 rpl 436683 rtg0622264 (con): information was received from a patient regarding an external device. The reason for call was patient reported implant charging issues with their controller that went dead, frozen and won't power on when attempted to charge their implant. The issue began maybe about 2 months ago. Patient stated they were charging their implant last night and the controller was at 80% and went dead. Patient mentioned they got their implant to 30% and the implant went dead. Patient stated the controller went unresponsive when they were trying to charge the implant and didn't power on when they pressed the buttons. Patient mentioned that their healthcare provider told them that the average charge time for the implant would be 30 minutes to an hour but patient noticed they are charging 1-2 hours when their implant is at zero. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed recharging 80% and implant red. Agent instructed patient to start a charge session; implant recharging with excellent quality. The issue was not resolved. Agent informed patient to monitor and follow up with their hcp if they notice their implant is taking a very long time to charge at excellent quality or call back if the issue persists with the controller going unresponsive. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.